Manufacturer narrative:
Additional information received on august 18, 2023 indicated that the date of removal changed to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 18, 2023 patient also experienced bilateral capsular contracture grade IV. As a result, patient scheduled for bilateral removal on (B)(6) 2023. Reason for device explant and/or reoperation: generalized illnesses, capsular contracture grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent breast augmentation revision with two 425cc mentor memorygel breast implants has experienced unexplained systemic symptoms postoperatively, including bad odor, stinging pulling pinching feeling and her body is rejecting the implants, itching. The patient attributed to her unexplained symptoms to "used implants". However, patient confirmed with the doctor office and it was not possible to give her used products. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to one of the two prosthesis.